Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. After starting the procedure, the console displayed a message asking to check the microwave cable. The cable was checked and the console allowed the nurse to continue the procedure. Later in the procedure, the console displayed a message advising to check the catheter. The nurse replaced the catheter and the procedure was successfully completed and the patient was listed as "good".

Manufacturer narrative:
The suspect device, a prolieve thermodilatation catheter, was returned and was visually inspected. A tear was observed on the compression balloon. Visual inspection of the rf antenna component of the catheter revealed a dark spot on the face of the first coil. No other signs of damage or imperfections were observed. A functional test of the catheter revealed that the anchoring balloon fills, remains inflated, and no leaks were observed. The anchoring balloon completely deflates using a syringe only. The functional testing confirmed the tear in the compression balloon, which prevented testing of the rf antenna. The console will not advance to that stage of treatment without obtaining adequate pressure, by design. Note: the event as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction of compression balloon tear. This manufacturer report is submitted based on the evaluation results.